Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels while on the pump; however, no specific bg levels or dates were provided. Reportedly, customer discontinued pump use "for a few days" because of the elevated bg levels, and indicated that pump therapy would be resumed on (B)(6) 2016. Customer did not indicate back up insulin therapy used during discontinuation of the pump. Although requested by tandem technical support, customer declined troubleshooting and no additional information was provided on the reported event. Recommendation was made to consult with health care provider to discuss diabetes management.